Manufacturer narrative:
Eua#(B)(4). Date of birth: patients birthday was not provided, (B)(6) was used based on age of patient. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while testing with bd veritor " sars-cov-2 & flu a+b a false positive result was obtained for flu a. Confirmatory testing was performed using pcr test method and the result was negative. Results were reported and there was no impact to patient. Eua# (B)(4). The following information was provided by the initial reporter: patient 2 of 2 2 false positive flu a test using 256088 on 2 pediatrics patients age (B)(6) yrs old. Test performed in 2 separate days the (B)(6).

Event description:
It was reported that while testing with bd veritor ¿ sars-cov-2 & flu a+b a false positive result was obtained for flu a. Confirmatory testing was performed using pcr test method and the result was negative. Results were reported and there was no impact to patient. Eua# (B)(4). The following information was provided by the initial reporter: patient 2 of 2 . 2 false positive flu a test using 256088 on 2 pediatrics patients age 1 and 4 yrs old. Test performed in 2 separate days the (B)(6) 2021.

Manufacturer narrative:
H.6. Investigation: this statement is to summarize the investigation results regarding the complaint that alleges false positive when using bd veritor¿ sars-cov-2 and flu a+b (material # 256088), batch number 1189936. Bd quality performs a systematic approach to investigate false positive complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and visual inspection of customer returned samples, if applicable. An investigation and testing were performed on the batch number provided. The complaint was unable to be confirmed. There are no current trends against false positive. Bd quality will continue to closely monitor for trends. There were no corrective actions taken at this time.